Manufacturer narrative:
(B)(4). Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during the performance of abdominal rectosigmoidectomy, the product cdh33 lot t40w4a presented malfunction, characterizing the total opening of the anastomosis with unformed staples. The stapler was not replaced, and the anastomosis was manual. There were no patient consequences.